Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-3138-55 serial#: (B)(4) model description: lead extension, 55cm.

Event description:
A report was received that the lead extension was revised due to discomfort. The patient was reportedly doing fine after the revision procedure.